Event description:
Patient underwent glaucoma tube shunt revision procedure with corneat everpatch used to cover the tube on (B)(6) 2024. At postop week #11, there was noted to be conjunctival retraction and exposure of the patch. This has been thus far observed.